Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump gave them a 12 unit bolus that was not programmed. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. The customer had food to correct the low. The customer was at 200 m/dl at the time of the call. Troubleshooting was completed but did not resolve the issue. The customer has been using the pump for only 3 weeks. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed the delivery accuracy test. No over delivery anomalies noted. Unit received with pillowing keypad overlay and minor scratches on lcd window.